Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) in 2009, alleging inaccurate low readings on her one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient for the patient to contact mss to obtain further clinical information. Two days prior, the patient tested her blood glucose and obtained a result of 116 mg/dl. She did not take any medication after using the meter and at an unspecified time later (greater than 30 minutes) the patient felt dizzy and went to the ER in the afternoon and her blood glucose was reportedly around 500 mg/dl on the hospital device. The patient was admitted in the hospital. The technique of applying blood on the test strip was correct and the patient had been cleaning the puncture area correctly. The products were replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how long the patient was admitted in the hospital and whether her diabetes regimen was changed. It would have also bee helpful to know the condition of the test strips. The complaint is reported since the patient alleged that his meter displayed a low reading; however, at an unspecified time later, he exhibited symptoms and was admitted in the ER with a blood glucose result around 500 mg/dl.